Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. The reported event helix mechanism issue was confirmed. Visual inspection found the helix to be partially extended and clogged with dried blood. X-ray examination found over-torque of the inner coil at the connector region consistent with procedural damage. After cutting the lead and cleaning the distal portion of the lead, the helix could be extended/retracted, and helix extension length met specification. The cause helix mechanism issue was isolated to the helix being clogged with blood and over-torque of the inner coil.

Event description:
It was reported that a patient presented with the atrial lead dislodged. During lead repositioning, the helix was unable to be extended or retracted. The physician elected to explant and replace the atrial lead. The patient condition was stable.